Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) to fluid loss from a break in the outer layer of the silicone of the cylinder. A new ipp consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported.